Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. The ICD model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Evaluation summary: no anomalies found; proximal segment returned and analyzed. No anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Analysis of the ICD is in process; the results will be forwarded when available. Evaluation summary: no anomalies found; proximal segment returned and analyzed.